Event description:
During the preoperative preparation, salesrep and the nurse noticed that one screw was missing from the reamer. Since salesrep and nurse checked the number of screws before and after each surgery, there is no possibility that a screw was left inside the patient. It is more likely that the screw came off during cleaning and sterilization.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.